Event description:
It was reported that the ilet device began delaminating and physically coming apart, resulting in unresponsive screens and the user transitioning to multiple daily injections; a replacement device was shipped and delivery confirmation was provided. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living, no emergency treatment, and no hospitalization. Investigation included a review of complaint details and shipment records. Investigation of this case revealed product damage to the screen assembly consistent with delamination and loss of touch response. It was concluded that the device experienced a hardware failure of the display assembly, and a replacement was provided.